Event description:
It was reported patient experienced ineffective pain relief after a fall. The leads had migrated as a result. To address the issue, patient underwent surgical intervention wherein the leads were explanted, and one new lead was placed. During the procedure, the physician accidentally touched ipg with the bovie causing it to shut off completely. System was in surgery mode before procedure. When trying to reconnect to ipg, it did undergo repair mode which failed multiple times. As a result, the ipg was also explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.